Event description:
Underwent lasik procedure; unfortunately have redeveloped vision deficit and halo with difficulty with night vision especially while driving; now using contact lenses again but with less myopia than before.